Event description:
The customer reported to olympus medical that the evis exera ii duodenovideoscope was being reprocessed when leakage was identified. The device was returned to olympus medical for evaluation. During examination, the objective lens was found to be dirty. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's reported issue (leaking) was confirmed; leakage occurred between the control unit and the up/down angulation control knob. The customer reported they were unable to complete reprocessing due to the reported leaking. In addition to the light guide lens issue, examination showed the forceps elevator had foreign material. Physical and visual examination identified the following areas had scratches: the objective lens; the scope connector cover; the hand grip; the universal cord; the scope connector; and the suction cylinder cover. The evaluation identified the following deformed areas: the up/down angulation control knob; the control unit; and the electrical connector. The device was not water-tight due to the damage to these areas. Additionally, switch button 1 was damaged and non-functional. The distal end cover was deformed, the adhesive on the bending section cover was discolored and detaching, the connecting tube had a wrinkle, the suction cylinder was sheared, the forceps channel port was dented, the universal cord was dented; and the light guide glass was corroded. During functional testing, the device's angulation control did not meet with specifications and the up/down angulation control knob had excess play. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, due to moisture that invaded the subject device from leaking area, the internal components of light guide-lens were corroded, and the corrosion product was detected as dirt. Also due to physical stress applied to distal end, small gap was generated in light guide-lens and light guide-lens glue, and dirt and moisture entered inside of lg-lens from the gap. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.